Event description:
It was reported that the device head broke while opening the disc space. It was reported that all pieces were retrieved and removed from the patient. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.